Event description:
The patient contacted animas on (B)(6), stating that the up and down arrow buttons were worn down and required harder button presses to activate desired pump functions. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed that the up and contrast buttons intermittently activate desired pump functions and required excessive force to activate. All other keys activate desired pump functions when pressed. There was visible contamination under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.